Manufacturer narrative:
The device was received with both seals broken and scratched keypad. Cracked battery door. Bottom case tabs broken and severely contaminated. The device history log showed there was motor rate error / motor not running error found in the ehl. Occlusion test found contaminated components worn out and greasy parts in motor drive train chambers. The root cause was attributed average use. Device was older hence contaminated. The tech replaced multiple affected components in motor drive train i.e. Worm gear, worm coupling lead screw, clutch spring and clutch halves. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the device alarm for motor malfunction. No patient injury reported.